Event description:
It was reported that the pt indicated he was not getting enough air and his saturations dropped while connected to the ventilator. The clinician observed the ventilator was on but not cycling with no audible alarm. When the ventilator was switched to pressure control, the pt's saturations came back up. The ventilator was then switched to simv and continued to operate normally. The pt was placed on another ventilator. No reported harm to the pt.